Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens came out of the injector broken. The rayone aspheric rao600c was explanted and exchanged during the original surgery session without incident and without injury/impact to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. The subject device has not been returned to rayner. Our review of production records for the rayone aspheric rao600c batch 093224094 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. There is insufficient evidence and information available to establish the cause of the damage to the lens post injection.

Event description:
On 25th march 2024, rayner received notification from a healthcare facility in germany of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens came out of the injector broken necessitating lens explantation and exchange.